Event description:
System stopped about five minutes after start of phaco procedure. Unable to start machine again, pt was transferred from clinic to hosp to complete case. No injury occurred; pt reported as fine.